Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "we have had a case today where the drill and screw missed the posterior locking hole of the nail through the jig. The jig was also stiff to lock into the posterior locking hole." Further information from rep received: "the surgeon redrilled for talus screw and screw then went in fine. Surgeon did not use the posterior screw as it kept missing the hole in the nail through the jig. The jig was stiff but it would still locking into position."

Event description:
As reported: "we have had a case today where the drill and screw missed the posterior locking hole of the nail through the jig. The jig was also stiff to lock into the posterior locking hole." Further information from rep received: "the surgeon redrilled for talus screw and screw then went in fine. Surgeon did not use the posterior screw as it kept missing the hole in the nail through the jig. The jig was stiff but it would still locking into position."

Manufacturer narrative:
The reported event could not be confirmed, since the device was returned for evaluation and found functional with respect to the alleged failure. The device inspection revealed the following: all the devices were received and found in good condition, free from any major dent, damage or deformation with respect to the alleged failure. Usage marks and discoloration of the devices suggest that the devices are significantly used devices. A functional inspection with the returned devices was done using a sample nail which indicates that the devices are functional with respect to the alleged failure, the drill sleeve aligns perfectly with the posterior locking hole of the sample nail, therefore the event stands not confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause cannot be determined since the event could not be confirmed during functional inspection. If any additional information is provided, the investigation will be reassessed.